Event description:
It was reported that the ventricular assist device (vad) exhibited low power consumption with low flow alarms and the patient presented with right ventricular (rv) failure and fluid overload. Of note, the patient was a drug user and has a history of noncompliance, and missed the last few clinic visits. Upon admission, lactate dehydrogenase (ldh) and white blood cell count (wbc) were higher than normal. The ldh had decreased a day later. Computed tomography angiography (cta) of the outflow graft (ofg) was scheduled to evaluate relationship to creatinine. It was also reported that ldh levels were possibly elevated due to liver shock. Per echocardiogram performed, the left ventricle (lv) was distended and a dobutamine drip was started and intravenous (IV) diuretics was given. The cta was cancelled, and the patient was discharged home twenty-three days later with an adjustment in diuretics. It was further reported that almost two weeks after discharge, the patient was found dead at a hotel. The cause of death was due to noncompliance and drug use. An autopsy was not performed and the site doesn't relate the patient's death to the vad.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), non-complaint retrospective review and remediation plan for mcs. This event has been updated to reassess the complaint classification and coding. Revision or updating to any other complaint information or tasks will be performed as applicable based on the reassessment. (B)(4) was not returned for evaluation. The reported low flow and low power event was confirmed via review of the autologs report which revealed a gradual decrease in power consumption and estimated flows since (B)(6) 2020 leading to parameters below the normal operating range. 101 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that, in addition to the low flow and low power event, the patient presented with right ventricular (rv) failure and fluid overload. Of note, the patient was a drug user and has a history of noncompliance, and missed the last few clinic visits. Upon admission, lactate dehydrogenase (ldh) and white blood cell count (wbc) were higher than normal. The ldh had decreased a day later. Computed tomography angiography (cta) of the outflow graft (ofg) was scheduled to evaluate relationship to creatinine. It was also reported that ldh levels were possibly elevated due to liver shock. Per echocardiogram performed, the left ventricle (lv) was distended and a dobutamine drip was started and intravenous (IV) diuretics was given. The cta was cancelled, and the patient was discharged home twenty-three days later with an adjustment in diuretics. It was further reported that almost two weeks after discharge, the patient was found dead at a hotel. The cause of death was due to noncompliance and drug use. An autopsy was not performed and the site doesn't relate the patient's death to the vad. Based on the available information, including the occurrence of the event over 30 days post-implant and the statement by the physician that the death event is unrelated to the device, the device most likely did not cause or contribute to the reported death event. Based on the risk documentation, possible causes of the low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure, hepatic dysfunction and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of right ventricular failure or hepatic dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.